Event description:
Information was received from a patient who reports a por-power on reset. There was a recent medical test or emi environmental exposure. Patient's device was implanted today. Symptoms reported was none. Event date was (B)(6)-2016. Patient was implanted today with an neurostimulator device. She was currently at hospital.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.